Manufacturer narrative:
The associated centrimag 2nd generation primary consoles, sn: (B)(4) and sn: unknown are reported under MFR # 2916596-2020-00891 and MFR # 2916596-2020-00893, respectively. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an s3 alert on the console while the system was in use on a patient in an ambulance en-route to the hospital. There was also no flow probe reading. The back-up console was attached and initially got a reading. However, then the same s3 alert appeared and the flow probe did not have a reading. The device was detached from the ambulance power supply and turned off and on. Following that the flow probe worked fine for the duration of the journey. There were no adverse patient effects. No further information was provided.

Manufacturer narrative:
Section d10, h3, h4: additional information. Manufacturer's investigation conclusions: the reported event of an s3 alarm was confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6)) and was reviewed. The system operated at speeds around the set speed throughout all data observed on the event date, (B)(6) 2019. A can bus error sub-fault was observed on (B)(6) 2019 at 18:50, causing the reported s3 alarm. Flow readings were observed to be 0 lpm after the observed s3 alarm due to the can bus error sub-fault. The s3 alarm was observed to have been muted at 18:51 and did not reoccur throughout the remainder of the log file. No other notable events were observed. The returned centrimag motor (serial number (B)(6)) was functionally tested on (B)(6) 2020. The motor was found to perform as intended, and no atypical events occurred throughout all testing. The motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. Review of the device history record for centrimag motor, (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.